Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that  after getting replacement in may within weeks the ins was not secured and stable and ins migrated. Ins was replaced with a boston scientific device.